Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible; the mfg lot number that was provided is an invalid mfg lot number.

Event description:
PICC line placement resulted in the line breaking requiring surgical intervention for removal. The catheter became dislodged with the hub coming off of the catheter itself and the catheter embolizes several inches, and is in need of removal. In addition, the pt needs a long-term IV access for her ongoing chemotherapy.